Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture levels implanted: t12 it was reported that intra-op, the balloon ruptured during inflation. The procedure was however completed with the same product. It is unknown if there were any patient complications due to this event.